Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and was located in the device pocket. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.